Event description:
It was reported that"(B)(6) 2026, when the nurse manager from the emergency department was performing a central venous puncture, she found the puncture needle was cracked after opening the outer package, so a new kit was replaced immediately." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned an 18-gauge introducer needle for analysis, along with the following associated components: guidewire, dilator, arrow raulerson syringe (ars), catheter: 18 ga x 2-1/2 in. (6.35 cm) radiopaque over 20 ga rw introducer needle, dust cap, catheter clamp , pressure transduction probe, and lidstock. No signs of use were observed on the returned needle. Visual inspection identified two cracks on the needle hub. No defects or anomalies were observed on the needle cannula. Microscopic examination confirmed the presence of the crack on the hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Do not use acetone on catheter surface. Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure. Do not use polyethylene glycol containing ointments at insertion site. Take care when infusing drugs with a high concentration of alcohol. Allow insertion site to dry completely prior to skin puncture and before applying dressing. Do not allow kit components to come into contact with alcohol." The customer report of a cracked hub was confirmed through complaint investigation. Visual inspection revealed two cracks on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"09 feb 2026, when the nurse manager from the emergency department was performing a central venous puncture, she found the puncture needle was cracked after opening the outer package, so a new kit was replaced immediately." This was found prior to use. There was no patient involvement.